Event description:
The company received a report where it was claimed that the cuff deflated during pt use. The end clinician elected to extubate and reintubate with a replacement tube.

Manufacturer narrative:
(B)(4) is not distributed in the us; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.